Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 343mg/dl and 138 mg/dl within 10 minutes on the advantage test system. Customer states they took normal insulin after the result of 138 mg/dl. No adverse event reported. No quality controls were used. Requested return of suspect test system and replacement was sent. No indication given for where comparison performed. Advantage test system: meter, strip lot 549202, exp 9/30/07, cat/2030365.